Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the device booted to a distorted screen and the micro processing unit board was replaced, the hard drive reimaged and the software reloaded and updated to resolve. Analysis also noted that the keyboard latch was broken, the system fan was noisy, the power supply had signs of corrosion and the stylus tip was loose but functional. All found defective parts were replaced and the device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that the programmer booted to a distorted screen. It was further reported that the programmer was changed out. A test and calibration was requested. The programmer was returned for service. No patient complications have been reported as a result of this event.